Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent dista thrombectomy. Visual inspection of the device revealed no damage or irregularities to the device. Functional testing was performed by placing the device in the angiojet console. The device failed to prime and the 'check catheter for kinks' error was displayed on the console, meaning that the device over-pressured. The shaft was inspected but there was no kinks or other reason that would have caused an over-pressure alarm. The markerband, shaft, and tip were cut-off, and the jets were microscopically inspected. Inspection of the jet holes showed that there was a jet hole that was plugged, causing the over pressure as the flow was being restricted. Further analysis revealed that the obstructed jet hole was plugged with gold, which the jet body material is made of. Inspection of the remainder of the device revealed no damage or other irregularities.

Event description:
Reportable based on device analysis completed on 04jun2020. It was reported that catheter failure to prime occurred. An angiojet solent dista catheter was selected for a thrombectomy procedure. However, during preparation, it was noted that the catheter would not prime. The procedure was completed with a different catheter. No patient complications were reported. However, returned device analysis revealed a plugged jet hole.